Event description:
It was reported via repair work order that the ankle strap is missing which would not allow for proper securing of a patient. Also, the tracks are severely worn which will not allow for proper tread grip when engaging stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.